Manufacturer narrative:
Product analysis: a visual inspection found that the tip detached distal to the anchor pockets. The detached tip was not returned. Image analysis: the customer returned two procedural images. The images are blurry photos of images on a screen and therefore are of poor quality. There appears to be two stents implanted in the imaged vessel. There appears to be wire entanglement within the distal stent. There appears to be a catheter through the stents in the second image. The alleged detached tip of the hawkone device is not clearly visualized. There appears to be deformity of the distal stent as evidenced by irregular placement of the proximal and distal markerbands. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 continued: spd2-us-070-320; visipro stent; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was using a hawkone atherectomy device for treatment of a 60mm plaque lesion with 80% stenosis in the proximal region of the right superficial femoral artery. The artery was 7mm in diameter with severe calcification and moderate tortuosity. A 6fr non medtronic sheath was used. Spider fx was used for embolic protection. The vessel was not pre or post dilated. The IFU was followed. The hawkone passed through a previously deployed visipro. No resistance was encountered during advancement. It was reported that when it came time to remove the devices spider wire wrap occurred and the hawkone caught on the previously implanted the visipro stent and the stent was crushed by the hawkone device. The physician attempted to removed the entire system but the hawkone tip detached at the hinge pin. The patient was transferred for surgery. The hawkone tip was successfully removed. And the vascular surgeon was able to re-expand the visipro sent in the vessel.